Manufacturer narrative:
Eval: other - this event is still under investigation. We are still trying to find out if the device sample was retained. Without the device sample, and no lot number recorded, the investigation is very limited. To assure no trending for this issue, a review of our complaints database was performed, and we have not had any similar reports on this catalog number within the two year search.